Manufacturer narrative:
The table top emitter was returned to the manufacturer for analysis. Analysis found that the reported problem could not be duplicated. The flat emitter was connected to a test system and the system remained in green status during all testing. Flexing the cable did not indicate any intermittent opens. The emitter was fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the flat panel emitter has an intermittent connection to the navigation device. When it was plugged in, it said that the emitter was disconnected. When the medtronic representative wiggled the cable near the connection point to the navigation device, the emitter would reconnect. The emitter disconnected when the cable was jostled again. There was no other navigation system on site to troubleshoot with another emitter. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the flat emitter failed visual inspection, so it was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.